Manufacturer narrative:
Evaluation of the returned device found it to be non-conforming. The threaded rod was incorrectly heat treated and it appears that this possibly contributed to the fracture. Corrective action has been initiated to address the reported issue.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the threaded tip of the inserter handle fractured while impacting the acetabular cup. The fractured tip was removed from the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.